Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an endoscopic ligation procedure. According to the complainant, during the procedure, while placing the bands, the tripwire broke. The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
The reported event of tripwire broke. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual evaluation found that the spool, tripwire, strap, and suture returned for analysis. The ligator head and bands were not received. The suture, which was connected to the tripwire, had detached from the ligator head, but was intact. The suture and tripwire returned entangled. Upon examination, the tripwire was found to be bent/kinked in some locations along its length; however; no breaks were visible. Slight indentations were found in the groove of the spool. Functionally, the handle was able to be rotated and clicks approximately every 180 degrees of rotation. The condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an endoscopic ligation procedure. According to the complainant, during the procedure, while placing the bands, the tripwire broke. The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.